Event description:
Pt underwent an angiography of hepatic blood vessels as he is a potential candidate for liver transplant. At the conclusion of the procedure, the proceduralist attempted to use the star close vascular closure device and it did not function properly. The device was withdrawn and manual pressure applied to establish hemostasis. Because of this, the pt had to remain in the recovery area for a full 4 hours, post procedure, to ensure hemostasis was maintained prior to discharge home. There was no injury to the pt.